Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient had a fall in (B)(6) 2025 and then started having severe pain in his neck several weeks later. The patient had x-rays taken and the images show that one of the c-spine leads is broken. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the broken lead was hypothesized to be due to a fall which occurred at the end of february. Rep reports confirming this with the patient's managing pain physician and their implanting provider. Rep reports the patient is meeting with their implanting provider today in clinic ((B)(6) 2025) and the rep will be present to follow up on next steps. The issue has not yet been resolved. The lead was explanted

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a mr. It was reported that both the affected lead, as well as the non-affected lead were replaced by the healthcare provider (hcp) on (B)(6) 2025. The intellis device was also replaced with an inceptiv device during the same procedure. The devices were discarded. There were no additional actions taken aside from removal and replacement of the affected lead. This issue has been resolved. The information was obtained from the patient and hcp.